Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting right ventricular (rv) pace impedance greater than 2,000 ohms. Review of the device data also revealed several instances in which the signal artifact monitor sensed the minute ventilation (mv) signal, resulting in disablement of the mv feature and long pauses of pacing inhibition (approximately 2.5 seconds, no symptoms were reported). There was also oversensing of myopotentials noted. In-clinic assessment of the crt-p system did not recreate any signal noise/artifact; however, myopotentials were observed. The physician elected to leave the mv feature programmed off and the crt-p remained programmed to a split configuration, unipolar pacing and bipolar sensing. Device sensitivities were also adjusted. The crt-p and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting right ventricular (rv) pace impedance greater than 2,000 ohms. Review of the device data also revealed several instances in which the signal artifact monitor sensed the minute ventilation (mv) signal, resulting in disablement of the mv feature and long pauses of pacing inhibition (approximately 2.5 seconds, no symptoms were reported). There was also oversensing of myopotentials noted. In-clinic assessment of the crt-p system did not recreate any signal noise/artifact; however, myopotentials were observed. The physician elected to leave the mv feature programmed off and the crt-p remained programmed to a split configuration, unipolar pacing and bipolar sensing. Device sensitivities were also adjusted. The crt-p and rv lead (non-boston scientific product) remain in service and no adverse patient effects were reported.